Event description:
During a percutaneous transluminal angioplasty (pta) of the external iliac artery, it was reported that a 8mmx4cm 90 saber pta catheter was delivered and inflated at the lesion, but it ruptured at 4 atmospheres (atm) at its initial dilatation. Leakage of media was observed. Therefore, it was removed easily and intact from the patient and exchanged for a new balloon (same size). The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will not be returned for analysis. The patient was a male, but his age was unknown. The lesion was mildly calcified and tortuous. The rate of stenosis was 90%. After the lesion was crossed with an astato (st. Jude medical) guide wire, the saber pta catheter was delivered and inflated at the lesion. However, it ruptured at 4atm during its initial dilatation and the leakage of media was observed. It is unknown how many times the device was inserted into the patient and inflated. There was no reported difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks/damages noted prior to inserting the product into the patient. The device prepped normally. A 50:50 contrast to saline ratio was used. The everest inflation device was used successfully with the other devices. There was no resistance noted inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel and crossing the lesion. The catheter was never in an acute bend. The shaft did not rupture. Excess force was not applied at any time during the procedure.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the external iliac artery, it was reported that an 8mm x 4cm 90cm saber pta balloon catheter (bc) was delivered and inflated at the lesion, but it ruptured at 4 atm (four atmospheres) at its initial dilatation. Leakage of media was observed. Therefore, it was removed easily and intact from the patient and exchanged for a new balloon (same size). There was no patient injury reported. The procedure was finished successfully. The patient was a male, but his age was unknown. The lesion was mildly calcified and tortuous. The rate of stenosis was 90%. After the lesion was crossed with a guide wire, the saber pta catheter was delivered and inflated at the lesion. However, it ruptured at 4 atm during its initial dilatation and the leakage of media was observed. It is unknown how many times the device was inserted into the patient and inflated. There was no reported difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks/damages noted prior to inserting the product into the patient. The device prepped normally. A 50:50 contrast to saline ratio was used. The everest inflation device was used successfully with the other devices. There was no resistance noted inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel and crossing the lesion. The catheter was never in an acute bend. The shaft did not rupture. Excess force was not applied at any time during the procedure. The product was not returned for analysis. A device history record (DHR) review of lot 17173387 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification, tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. (B)(6).